Event description:
It was reported that when the programmer was powered on, an error was displayed. The programmer will be returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).